Event description:
It was reported that the surgeon was putting on the mountaineer h/h cross connector outer nut when he noticed a shaving of metal coming up from the mountaineer h/h cross connector inner screw. A second inner screw and outer nut were put in and shavings of metal came up from the inner screw again. The devices were removed and third and fourth inner screws and outer nuts were put in and shavings of metal came up from the inner screws once again. The difficulty resulted in a delay of ten minutes and there were no adverse consequences to the patient. However, it cannot be positively determined that the metal shavings came from the inner screws and not from the outer nuts. As such, medwatch reports are being filed for the four inner screws and the four outer nuts that were involved in this event. Mfg medwatch report no. 1526439-2014-11245, mfg medwatch report no. 1526439-2014-11246, mfg medwatch report no. 1526439-2014-11247, mfg medwatch report no. 1526439-2014-11248, mfg medwatch report no. 1526439-2014-11249, mfg medwatch report no. 1526439-2014-11250, mfg medwatch report no. 1526439-2014-11251, mfg medwatch report no. 1526439-2014-11252.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.